Manufacturer narrative:
Functional testing of the catheter revealed that the guide wire could not be pulled out from the catheter lumen as there was coagulated blood at the tip and the spiral structure of the guide wire was bent just after the tip. The guide wire measured .032". The guide wire was removed from the catheter lumen and it was noted that the spiral spring in the guide wire had broken causing it to become stuck in the end of the catheter. After removing the guidewire, a new sjm .032" guide wire from inventory was advanced into the lumen of the catheter to verify it could advance from the lure end to the tip without any obstacle. Investigation confirmed there was no issue with the lumen of the catheter. The cause for the reported event was a broken spring and a bend in the guidewire. The instructions for use for this catheter state that a .032" guidewire is compatible with this catheter, but a guide wire is not include in the packaging for this device. Therefore, the manufacturer of the guidewire is unknown. Review of the device history record confirmed this device met manufacturing requirements prior to shipment.

Event description:
It was reported a guidewire was used to place the catheter in the coronary sinus. When attempting to adjust the catheter position, the guidewire became stuck in the catheter and it could not be removed from the coronary sinus. After several attempts, the physician was finally able to remove the catheter, however, the guidewire remained stuck within the catheter even after the catheter was removed from the pt. The procedure was completed with a replacement device. There were no consequences to the pt.